Manufacturer narrative:
The actual device was not returned. Three new/unused atec needles (lot # 17d17rk) were the only items returned; therefore the complaint could not be verified. This observation will be monitored and trended. (B)(4).

Event description:
It was reported a physician performed an atec breast biopsy procedure sometime in (B)(6) 2017 (the exact date is unknown). On (B)(6) 2017 it was reported the patient had an infection (serratia marcescens). On (B)(6) 2017, it was reported patient was cultured and a sensitivity for drug therapy was performed. The physician put the patient on a regimen of antibiotics. The patient was discharged and doing well.